Manufacturer narrative:
Device evaluation: no product was returned, no photos were provided, unable to perform a formal investigation. No lot number was provided. The cause of the reported problem could not be determined.

Event description:
It was reported the device broke with very delicate manipulation during surgery. No patient injury was reported. Ad info received via email 23-sept: occurred in (B)(6), no missed doses and no negative consequences. Physician's opinion is not that any complications occurred due to smiths medical device.